Event description:
It was reported that there were episodes of noise seen on the atrial channel of the egm. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.